Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a "temperature comparison failure." This event may have interrupted delivery. It is unknown when this event occurred; however, it occurred in the spd (sterile processing department). There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "temperature comparison failure" was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.